Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the healthcare professional accidentally popped the implant while draining the fluid form a possible seroma. The codes late onset seroma and surgical intervention were added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/14/2021, it was reported to mentor that the date of removal was (B)(6) 2005. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2021, it was decided to remove the patient code late onset seroma and add code early onset seroma to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4), add code early onset seroma.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Note: facility information: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a mentor smooth round moderate profile 325cc and suffered from a left side deflation. As a result, the patient had undergone removal and replacement with mentor smooth round moderate profile 325cc on (B)(6) 2015.